Event description:
It was reported that the patient notifier was activated and the patient presented in hospital for device check. Upon interrogation, the implantable cardioverter defibrillator was noted to be in back-up mode. Device download was performed successfully. There were no adverse consequences to the patient.